Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to an integrity issue on the right ventricular (rv) lead. The lead was explanted and replaced. Approximately two weeks later, a review of the device memory indicated that the short v-v intervals and non-sustained episodes were due to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.